Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in a common femoral artery. An armada 35 percutaneous transluminal angioplasty (pta) catheter was used for dilatation. Resistance was noted during advancement due to the patient anatomy, and the fact that this was a crossover procedure. After removal, it was noted that the tip of the pta catheter was completely detached. The separated tip of the pta catheter was retrieved with a non-abbott snare. Although there was a clinically significant delay due to treatment with the snare device, the procedure was successfully completed with additional dilatation and implantation of an 8.0x100mm absolute pro stent. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the separation was confirmed. The resistance was unable to be confirmed due to the condition of the returned device. Based on a visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that he reported difficulties and subsequent treatments appear to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Subsequent to the initial medwatch report, additional information indicates that there was resistance during removal that was caused by a combination of the crossover procedure and the patient lesion. Slight force was exerted and the tip separated. No additional information was provided.